Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they experienced high blood glucose level as well as insulin flow blocked alarm. Customer¿s blood glucose level was 500 mg/dl at the time of incident. The customer did not provide details on symptoms related to the high blood glucose level episodes. Customer was treated with bolus. Customer was reporting a past event. Customer reported alarm did not occur during fill tubing. Customer reported event was resolved by infusion set change. Customer stated that the changing battery more frequently than 4 months at times. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege insulin pump was under delivering. Customer troubleshooting was declined for high blood glucose level as well as troubleshooting was performed for insulin flow blocked alarm. The insulin pump will not be returned for analysis.